Manufacturer narrative:
There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction. Consumer has not returned the product.

Event description:
Consumer was using the heating pad on his stomach and tucked it in under his arms. He is alleging that he received a 3rd degree burn to inner arm.